Event description:
Procedure: lobectomy. The hardware worked throughout procedure, but the handset was sticking quite badly to tissue after activation. It was noticed that the top of the electrode had broken away.